Event description:
It was reported that during a pulsed field ablation procedure, the pulmonary vein isolation in the left atrium was completed and there was resistance when the catheter was stored in the sheath. When the catheter was removed, the silver-colored portion of the deflection was separated from the tip which left the lead wire exposed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012657576 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the array and handle segments. On the shaft segment, the dual lumen was observed to be detached from the shaft. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. The electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, it was observed that the proximal end of the nitinol wire was partially detached from the dual lumen. In conclusion, the reported exposed wire issue was confirmed during testing and the loop catheter failed the returned product inspection due to the dual lumen detached from the shaft and the nitinol wire partially dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information indicated that the issue occurred at the time of removal so the product was not replaced and the issue was not resolved.